Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that the customer's blood glucose reached 345 mg/dl, that the cannula wa bent, and that there was a lot of blood at the insertion site.